Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was visited to medical emergency room on (B)(6) 2018 with high blood glucose of 600 mg/dl and current blood glucose was 383 mg/dl. The customer treated high blood glucose with the manual injections and insulin drip and declined troubleshooting for it. Based on customer report customer does not allege pump was under delivering. The auto mode on the insulin pump was not active and was not automatically adjusting insulin during the event. The device is not expected to be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.